Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm after not interacting with the pump for more than 12 hours. The customer's blood glucose level was 202 mg/dl. Tandem technical support educated the customer on the pump's auto-off feature. The customer resumed insulin delivery.